Manufacturer narrative:
No problems were found that could be confirmed as the root cause of the reported communication error. The cause of the reported communication error could not be determined. The exposed portion of the soft cannula was observed to be kinked. Fluid flow was unaffected. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of pod communication error during operation at the infusion site. The investigation observed a kinked cannula. It was also reported that the patient's blood glucose level rose to greater than 400 mg/dl while wearing the pod between 4 and 24 hours.